Event description:
It was reported that while the device was still in the box, there were lead warnings for all leads out of range. Another device was used for the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.